Event description:
It was reported that when using the pyxis medflex system, the drawer experienced failure. A customer reported that a user was unable to dispense medication due to a malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was unable to open. A technical service specialist verified the situation and provided guidance to the customer on how to include the key item necessary for issuing the medication to address the problem. The system functioned as intended after the technical service specialist had troubleshot the device.